Manufacturer narrative:
Unknown/ not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was treated on (B)(6) 2020 and resulted in suboptimal results in the right eye (od). Right eye (od) measurement -2.23+1.20x030. On 01/04/2021 patient had enhancement using idesign measurement on od -1.39+1.06x063.